Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc) and poor sensing. A lead revision procedure was performed and the lead was cut and capped. There were no additional adverse patient effects reported.